Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to insert. The reported unstable stent and material deformation appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure of the unspecified vessel, the omnilink stent delivery system (sds) failed to enter the 6 fr non-abbott sheath. After removal of the device the stent implant was noted to be intact on the balloon but had migrated about 2mm, deformed in the mid to distal area, slightly bent and raised circumferentially in the same area. The device was not used. A different same size omnilink stent was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.